Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00582. It was reported one of the patient's scs leads eroded through the skin. Reportedly, a seroma had developed at the midback incision which may had contributed to the breaking of the skin. There was no sign of infection. The physician cut the lead and scheduled the patient for explant. Follow up identified the patient's entire scs system was removed.